Manufacturer narrative:
Corrected data: section g4: PMA# corrected. Manufacturer's investigation conclusion: the reported event of a loss of ac power while connected to the mobile power unit (mpu) was confirmed via the log files. Data was reviewed in the submitted system controller event log file, and timestamps span approximately 4 days from 09:04:34 on (B)(6) 2025 to 11:03:32 on (B)(6) 2025. The log file captured low voltage hazard, power cable disconnect, and no external power alarms due to losses of ac power while connected to the mpu from 22:08:28-22:08:45 and 22:09:38-22:09:45 on (B)(6) 2025. The alarms resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log file. Additional provided information stated that mpu had a v-lock connect on its power cord. Multiple good faith effort (gfe) attempts were sent to gather more information regarding the nature of the loss of ac power; however, no response was received. The root cause was unable to be conclusively determined during this investigation. The relevant sections of the device history records for the mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s emergency backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the center requested log file review. Log file's showed a no external power alarm and multiple other associated alarm types on (B)(6) 2025 which may have been caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events, and no other unusual events were found in the log file. The mechanical circulatory support equipment appeared to be operating as intended. Additional information reported that the patient claimed to have double power cable disconnected. The mpu was equipped with a v-lock connector.